Manufacturer narrative:
The following additional information was obtained from the customer: the issue occurred when the surgeon¿s head was inside the surgeon console¿s high resolution stereo viewer. The issue occurred when the surgeon was attempting to manipulate instruments from the surgeon console. There was no shakiness or friction observed. The surgeon reported they were placing the specimen into a lap bag when the hand controls spun out of their hands. There was a lot of twisting occurring to fit the bag around the specimen. The surgeon had to remove their head from the console to find the correct way to reconfigure their hand to regain control. The instrument moved unnaturally in the patient and moved off their visual field. Once control of the hands switch occurred, they relocated the instrument in the abdominal cavity. It is not believed that there was arm-to-arm interference. It is unknown for sure if the arms collided outside of the body. The issue occurred once. The surgeon was placing a large specimen into a large extraction bag when the issue occurred. The issue had not occurred since, it appeared to resolve once the surgeon regained control of the hand controls. Unknown lot number. The drape is unavailable for return. No injury reported. The patient information was provided.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer contacted the intuitive surgical, inc. (Isi) technical service engineer (tse) for phone assistance when the instrument on universal surgical manipulator 4 (usm4) moved without the surgeon's control. The tse reviewed the system logs and found no related errors. The tse was informed that the surgical procedure was almost completed, and the customer would continue the surgical procedure as planned. No further troubleshooting was performed with the tse due to operational commitments. The procedure was completing as planned with no reported injury. The isi fse received additional information from the surgeon regarding the reported issue: the surgeon was operating when this happened. She was looking essentially straight down toward the patient's back and trying to get around the uterus when it happened. The actual hand piece spun out of her grip and turned to a very unnatural angle. She had to get out of her seat and look from underneath to find the little trigger button and get it righted. The lost visualization of the arm while this happened. She found the arm in the abdomen eventually but didn¿t see exactly the type of movement that occurred with it.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. An intuitive surgical, inc. (Isi) field service engineer (fse) contacted the site's robotics coordinator for the reported issue. The fse found no associated errors. The fse determined the most likely situation was not a defect with the system, but an unintentional inducement, either from force on the instrument or arm while under surgeon control. The cases performed the following days did not have any incident. The fse followed up with the robotics coordinator agreed that there was no service required. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.